Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? None was available. The reference # for a 3/0 vicryl suture is vcp416. Did the surgery was completed successfully? If yes. What was used to complete the procedure? Same type of item. What tissue structure is it located? Renal. Was there any tissue damaged to the needle removal? If yes please explain. None. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Event description:
It was reported per a user facility medwatch report that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke while threading through tissue. The broken piece was removed. There were no patient consequences.